Event description:
It was reported that the patient underwent revision surgery due to experiencing tailbone stimulation on every electrode combination and not achieving symptom control. Troubleshooting was sub-stimulation, and other combinations were attempted without improvement. The neurostimulator was reprogrammed with the physician, but the patient continued to experience tailbone stimulation across all electrode combinations. Options were provided to either turn off stimulation or keep it low until revision, but the patient chose to keep stimulation on. The lead was functioning properly with no mechanical issues or abnormal impedances, but a lead revision was scheduled due to poor lead placement or lead migration. The surgeon determined that the subpar placement occurred because the patient had inadequate anesthesia and was moving during the initial surgery. The patient, who has atrial fibrillation and is on blood thinners, had requested additional anesthesia, but the anesthesiologist declined. The revision was for replacement only, with the neurostimulator to remain in place. No patient complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006 UDI for concomitant product, neurostimulator: (B)(4).